Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, a review of the chronology of events provided by the patient has been performed. However, without the supporting clinically relevant documents a thorough clinical investigation cannot be rendered. In the event the requested documents are provided these complaints will be re-assessed. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the patient suffered a second dislocation after his right total hip replacement. There is not any notification that a medical intervention or treatment was performed to correct the problem.